Event description:
A pulsar-18 t3 stent system was chosen for treatment. Stent was flushed as per usual and was advanced over an 0.018 wire through a 4f fortress sheath. While advancing the device over the wire there was friction, and it was not moving forward. After removal of the device, it was detected that a quarter of the stent was already deployed. The stent was not exposed as it was being advanced into the hub of the sheath. The red lock button was not depressed, and the deployment wheel not used. Another 7mm stent was used through the same sheath without complications.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, one photograph of the affected instrument was reviewed. The technical investigation revealed that the outer shaft has been retracted by about 7 mm. The stent has been partially released inside the introducer sheath. The outer shaft is compressed in its distal portion, indicating application of a pushing force despite meeting resistance. Outside of the deformed zone the outer shaft diameter complies with the specification. In the as-returned state the safety button at the handle was partially pressed down. Inspection of the remainder of the device revealed no other damage or irregularity. Due to the state of the instrument a simulation with a reference introducer sheath was not conducted. The introducer sheath used in the intervention was not returned. The photograph provided shows the affected instrument. The stent is partially released. The safety button at the handle is not pressed down which is line with the physicians event description but does not match with the state of the returned instrument. It therefore seems likely that the safety button was partially pressed down after the actual complaint event (e.g. During repacking for the return shipment). Review of the product release documentation confirmed that the device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. During final inspection, the outer shaft of every stent system undergoes visual inspection and a 100 percent control of the outer shaft diameter is performed. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.